Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows. DHR results: lot number was not provided - DHR could not be reviewed. Stock product reviewed results: lot number was not provided - stock product could not be reviewed. Investigation methods/results: device was not returned for investigation. Root cause: a root cause for the reported issue cannot be explicitly determined. It is unknown if the if the practitioner followed the proper delivery protocols for the final restoration listed in the instructions for use. Probable root cause is over-torqueing, cross threading or improper seating of the screw. Per IFU 4849 rev. 4.0 (inclusive tapered implants IFU), the "deliver the final restoration" section states: "insert the appropriate compatible abutment screw into the screw access hole and hand-tighten using the appropriate driver. It is strongly recommended that a radiograph of the connection site be taken to confirm complete seating of the abutment or hybrid restoration before proceeding. Using the appropriate driver in conjunction with a properly metered torque wrench, tighten the abutment or hybrid restoration to the implant manufacturer's recommended torque value."

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. There was very little information provided for the event. Section a: this information was not provided when asked. Date of event: this information was not provided when asked. Section d: brand name- common device name:this information was not provided when asked. This information was not provided when asked. Section e: this section is incomplete. The complete provider was not provided when asked. Device manufacture date: this information was not provided when asked.

Event description:
It was reported that the inclusive 3i screws snapped when torqued.